Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with vancomycin and gentamicin (doses, frequencies, routes and durations were not reported). It was not reported if the patient was hospitalized for the peritonitis event. On unreported dates, the patient was started on continuous ambulatory pd therapy due to the peritonitis and nutrineal therapy was discontinued. At the time of this report, dianeal therapy was ongoing, the patient was recovering and pd effluent was clear. No additional information is available.